Manufacturer narrative:
The device is expected to be returned for evaluation but has not yet been received. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported the subject device had a blurry image during a diagnostic thoracic exploration procedure. The intended procedure was completed using a similar device. No patient harm was reported.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. Unit tested and passed all functional and image tests. No problem found. The video system center used along the camera head was not available for inspection. A device history review revealed no issues that could have caused or contributed to the reported issue. Based on the investigation, no nonconformances were found. A definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU): "warning ¿ if an abnormal endoscopic image or an abnormal function occurs but quickly corrects itself, the equipment may have malfunctioned. In this case, stop using the camera head because the irregularity can occur again and the camera head may not return to its normal condition. Stop the examination immediately and slowly withdraw the endoscope from the patient while viewing the endoscopic image. Continued use of such equipment may cause more severe damage to the equipment and/or patient injury, bleeding and/or perforation." Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the subject device had a blurry image during a diagnostic thoracic exploration procedure. The intended procedure was completed using a similar device. No patient harm was reported.